Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplainable no delivery alarm. Customer stated that insulin pump rejected new battery and battery life was less than week. Customer reported that insulin pump had non responsive buttons. Customer stated they did not received an alarm and they went to the hospital. Harm requiring medical intervention was reported. The customer will continue to use the device.